Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was unable to take control of the instrument on universal surgical manipulator (usm) arm 2 after an instrument exchange. The customer received phone assistance from the technical support engineer (tse). Prior to calling, the customer disabled usm arm 2. No related errors in logs were identified upon review of the system logs. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system functionality was checked upon powering up the system with no errors. The user completed the procedure with one usm arm disabled. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed nor reproduced based on the field evaluation. The fse tested the system and all usm arms operated without issue. System was verified as ready for use. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation no image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.